Event description:
It was reported that during preparation, the liberte stent "slipped off the catheter shaft". There was no patient contact, and another of the same devices was used successfully.

Manufacturer narrative:
Product analysis could not verify a stent dislodgement as stated in the complaint. Product analysis verified stent movement. The delivery device with the stent on the balloon was received and the stent had moved distally on the balloon. There was no damage observed on the balloon. Visual examination of the stent revealed it had moved distally on the balloon approximately 9 millimeters. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. There is no evidence that the device was improperly manufactured. The manufacturing records for top assembly batch 8476739 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There is one other complaint related to this batch number. The two complaints are not similar. The cause of the stent movement experienced during the procedure could not be determined.